Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50 serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6). Product family: scs-lead fixation. Upn: (B)(4). Model: sc-4318 batch: (B)(6).